Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with the inner cutter in the port and orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The actuation, aspiration and cut functionalities of the returned probe were unable to be tested due to the inner cutter remaining in the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos the inner cutter pulled out of the coupling, fillet was deemed nonconforming, no presence of adhesive observed on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached was reviewed by the investigation site. The photo shows a probe inside a bag, the reported event cannot be confirmed on the photo attached. The aspiration and cut functionalities of the returned probe were unable to be tested, due to the inner remaining in the port. The cause for the inner cutter no movement in the port is the separation of components within the probe, which is a potential contributor factor for the reported aspiration and cut failures at the time the reported events were observed. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined; however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been initiated associated with the inner cutter/coupling detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in sections d.4., and h.11. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the vitreous tip was not working, it did not aspirate or cut. It was unknown whether the surgery was completed or not. The procedure type was unknown. There was no report of patient harm.

Event description:
Additional information was received from physician that the vitreous tip was not working, it did not aspirate or cut during cataract vitrectomy combination surgery. The surgery was completed on the same day by replacing with probe. There was no patient harm.

Manufacturer narrative:
As per the new information, product lot number was updated.